Manufacturer narrative:
After the device was returned to olympus, the failed hygiene test was found to be caused by insufficient cleaning. The scope was cleaned with matrix biofilm remover and left to soak for one hour. The scope was then put through a cycle in the endoscope reprocessor. No fault was found with the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the colonovideoscope had failed the hygiene test during incoming inspection of the scope. The air/water channel sample tested positive for twenty-five (25) colony forming units (cfu) of gram positive bacilli and the suction channel sample tested positive for sixteen (16) cfu of gram positive bacilli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined however, it is likely that the device was not reprocessed according to the instructions for use (IFU). The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.